Manufacturer narrative:
Only the meter associated with the complaint was returned for investigation; no test strips were provided. The customer's complaint was replicated. A statistical analysis of impedance curve associated with the discrepant result was performed and found to be normal in shape. Functional and thermistor testing were performed on the returned meter with passing results. In-house testing shows that the system is performing within expectations. A review of the entire in-house testing history for lot 369157a was performed. In-house testing on strip lot 369157a meets criteria. No product deficiency was found for lot 369157a. The manufacturing records for the lot 369157a were reviewed and did not uncover any non-conformances. Lot meets release specification. The impedance curves for the customer's results of 3.8 and 4.2 were statistically analyzed and were concluded to be normal in shape. An improper technique was identified in the complaint. This may have contributed to the unexpected results observed by the customer. No product deficiency was found for lot 369157a. Lot 369157a is within release specification. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a variance between inratio inr results and lab inr results. The results are as follows: (B)(6) 2015: inratio inr=3.8; lab inr=1.8, (B)(6) 2015: inratio inr=4.2; lab inr=3.2. The patient self tester's therapeutic range is: 2.0-3.0. Patient self tester was milking finger after the fingerstick..